Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data or the product itself become available.

Event description:
Boston scientific reported that patient had intermittent oversensing, leading to pacing inhibition on rv channel after an estimated implantation duration of 54 months. The lead was explanted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the retraction of the fixation helix. These deformations led to a conductor fracture between the lead tip and the is-1 connector pin. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported oversensing. Abrasion marks were found along the lead body. However, the insulation was intact. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.